Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment. During the intervention, the balloon did not inflate because it was pierced.

Manufacturer narrative:
Combination product: yes 06-feb-2024 updated description an synsiro pro drug-eluting stent system was selected for treatment of a cto in the rca. The complaint device was inserted and positioned in the target lesion. During the attempt to inflate the complaint device, the physician noticed that the size of the balloon did not change, and that contrast medium was observed leaking from the proximal end of the balloon. The product was withdrawn, and the lesion was successfully treated using another synsiro pro stent. The complaint product was not returned for a technical investigation. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided avi-files were reviewed. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a helium leak test. We can therefore confirm that the product was delivered in a leak-proof condition. The provided avi-files were reviewed. The actual complaint event is not visible. The angiographic material does therefore not provide further relevant information regarding the root cause of the complaint. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.